Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were high pressure alarm messages after the pump started. Functional check and visual inspection were conducted. The reported issue was unable to be repeated. A dent was found on the downstream occlusion sensor (dso) which might have caused the issue. It was recommended that the dso sensor be replaced. The issue was customer induced.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was unable to be repeated. High pressure alarm messages after pump started were found in the pump's event history logs. Found a dent on the downstream occlusion sensor that might causes the issue. Service recommended a downstream sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited high pressure alarm. No adverse effects were reported.